Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an skin ulcerations. The patient's doctor instructed the patient be refit with new larger garment. After being refit with the larger garment the patient reported that the irritation healed.